Manufacturer narrative:
The frame was returned to the manufacturer for evaluation. Testing found that the divot on top of the frame was missing. Otherwise, the unit was found to be fully functional as it returned good divot and geometry readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument used outside of a procedure. It was reported that while on site it was discovered that the metal divot on one side of the cranial reference frame had popped out. There was no patient present.